Manufacturer narrative:
This report is submitted on may 07, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to an unknown reason. The patient has not been reimplanted with a new device as of this report.